Manufacturer narrative:
Health effect - impact code: (B)(4). Device evaluation: visual analysis of the returned device identified: opening, crease fold, wear abrasion, white calcification on the surface of the shell 100%. Leak test was performed and found opening on anterior side. A microscopic analysis was performed which identify a striated edge opening. Based on the device analysis the final assessment is a striated edge opening on anterior side assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported right side exchange due to patient¿s concerns with the product and capsular contracture baker grade unknown. Device has been explanted.